Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2018. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The root cause was determined to be improper calibration during a rapid rise or fall. Labeling indicates: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising or falling single arrow or double arrow, which indicates that your blood glucose is rapidly rising or falling. Calibrating during rapid rise or fall of blood glucose may affect sensor accuracy. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.